Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since implant of the implantable pulse generator (ipg), they have experienced "palpitations, poking, fluttering at night" and "prickly pins". The patient also reported experiencing bradycardia, and complete heart block requiring emergency surgery. The patient also noted that the physician was unsure if the right ventricular (rv) lead was "connected correctly". The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.